Event description:
The rx medical device CPAP machine respirator mask made by fisher&paykel- model hc405a - has a serious design defect that permits bacteria and germs to contact pts that have to use these masks. The nasal flexifit405 mask uses a rubber coated sponge form that fits to the pt's face. The mfg process leaves three extrusion holes in the sponge form. When used these masks are in a moist, wet, and bacterial environment. The masks are supposed to last more than three months with cleaning. What happens is that the masks become saturated with water and germs in less than a week of nightly use. These germs and bacteria cannot be sterilized in the sponge and they result in the pt getting severe respiratory and severe stomach bacterial infections. This happened to the pt. The bad smell and sponge turning black from the inside pointed to the mask design as the problem. After four weeks use, the pt had to have a different manufacturer's mask prescribed and that corrected the problem. This mask design should immediately be removed from the market to save other pts from getting sick or worse. Dose or amount: single, frequency: nightly use, route: nasal. Dates of use: 2009. Diagnosis or reason for use: obstructive sleep apnea. Event abated after use stopped or dose reduced: yes.